Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided in the initial report. Based on the results of the legal manufacturer's investigation, it is likely the cause of the scope connector failure was that the user connected the device without drying the electrical contact part of the video connector sufficiently, or that an electrical contact failure occurred because the user received the video connector and cleaned it. This makes it impossible to perform stable communication between the scope and the video processor, causing a b30 error (scope communication error). The following precaution regarding when connecting the video connector is stated in the instruction manual of cv-170: "before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction." The following precaution regarding the prohibition of cleaning the connector contacts is described in the instruction manual: "do not clean the video scope cable connector socket, the terminals, and the ac mains power inlet. Cleaning them can deform or corrode the contacts, which could damage the video system center." The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that in unspecified timing, the scope communication error b30 occurred. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. The repair center of olympus korea checked the subject device and found that the error b030 occurred due to scope connector failure.